Event description:
It was reported that atrial lead impedance was low. It was also reported that the caller wanted to know if "bone growth stimulator" could cause low impedances. It was further reported that the atrial lead appears to be capturing intermittently, is undersensing, and the patient alert was triggered for low impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.